Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap detached and the entire cap slid off. The shrink tube melted and burned. The fiber tip partially chipped off. The condition of the fiber/cap will result in forward firing. The root cause of the device failure was determined to be heat accumulation. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.

Event description:
It was reported by a customer that there was diminished fiber vaporization efficiency at 197,000 joules.